Manufacturer narrative:
Other relevant device(s) are: product ID: vamf4040c200tj, serial/lot #: (B)(4), ubd: 20-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported that during the index procedure it was noted that there were three tortuous and calcified areas in the aorta before reaching the target position, with severe tortuosity at the distal aortic arch. Due to the tortuosity, the delivery system was unable to be advanced to the target aneurysm position. Damage on the delivery system was noted and so a new valiant stent graft was then used and attempted to be implanted, but this to was unable to reach the target position. Another manufacturer stent graft was used and it also had difficulty reaching the target position but did advance and was finally implanted in the target position. Per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.